Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported an intermittent x-ray disabled error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.